Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (malfunction 0).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump reset unexpectedly. Reportedly, customer reloaded the existing cartridge and resumed insulin therapy. Customer's blood glucose level ranged from 115 mg/dl to 117 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.